Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during a coronary stenting treatment procedure failure to cross the lesion occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated. A 3.50x24mm promus element drug eluting stent was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified stent damage. A strut on the fourth row in from the proximal end of the stent was raised up and another strut was raised on the tenth row in from the distal end of the stent. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon of the device were visually and microscopically examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several small kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).